Event description:
The dentist reports a fracture of one dental abutment. Abutment was placed on (B)(6) 2016 site unknown. The abutment was removed on (B)(6) 2018. Another abutment and crown was successfully placed in the site.